Event description:
It was reported that on an unk date the switch button would not work. The procedure was completed with a like device and the device discarded. No further pt or procedure info was available.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.